Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board, power management board and internal battery were replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator would not function. There was no harm or injury reported.